Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the barcode scanner scanned, but the pocket did not open. The customer stated that they managed to get the medication from another pyxis station that caused a 30minutes of delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner scans but does not open the pocket. A field service engineer verified operation via inventory application without any issues. The system functioned as intended after the field service engineer troubleshot the device.